Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified volume of normal saline, at a rate 2 ml/sec, via a power injector during a CT scan. On an unspecified date, the option-lok male adapter of the tubing set was connected to the pt's IV access site. It was reported that the male adapter of a prefilled flush syringe was connected to the clave port of the tubing set to deliver 10 ml of normal saline IV push. After the delivery of medication, it was reported that the male adapter of an unspecified power injector tubing set was connected to the clave port of the tubing set to deliver normal saline at a rate of 2 ml/sec. After an unspecified length of time, the tubing separated from the clave port of the tubing set. The tubing set was replaced and the procedure was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.